Event description:
It was reported that the user experienced repeated insulin delivery occlusion alerts while using a steel 6 mm contact detach infusion set, with hyperglycemia documented up to 338 mg/dl and elevated glucose outside target for approximately two hours; the occlusions resolved only after replacement of the infusion set and cartridge, and insulin delivery was resumed following guided troubleshooting and education. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included interruption of insulin therapy with the need for supply change and user monitoring, without medical intervention or hospitalization. Investigation included technical troubleshooting, user education, and component replacement at the point of use. Investigation of this case revealed that insulin flow was re-established after infusion set and cartridge replacement, consistent with an occlusion at the infusion set or connector level. It was concluded that an insulin delivery occlusion occurred and was corrected by replacing disposable components, with no further adverse clinical outcome reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.